Event description:
As reported, the tibial impactor vantage ankle instrument broke while in use. An image intensifier was used and all parts retrieved from the patient. No other information provided.

Manufacturer narrative:
H3: pending investigation.

Manufacturer narrative:
H3: the broken mobile bearing tibial radel impactor reported was likely the result of a stress riser introduced during numerous surgical uses, which led to crack initiation, propagation, and ultimate fracture of the radel surface. However, this cannot be confirmed as the device was not available for evaluation and images were not provided.